Manufacturer narrative:
(B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was physical damage to the resistive touch screen, making it unresponsive in all locations.

Event description:
The customer reported that the screen on their vela ventilator was frozen and did not allow changes to the settings. The customer reported that there was no patient involvement.